Event description:
The customer requested an event log review to determine user programming. Stated dilaudid was ordered at pca only with a dose of 0.2 mg; however, the pump was programmed to infuse dilaudid pca only at 0.5 mg. The pca dose was reprogrammed 0.2 mg and restarted. No patient harm reported.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Manufacturer narrative:
The reported over infusion of dilaudid was confirmed. The pcu event logs showed that the system was powered on (B)(6) 2015 at 10:18 am. At 10:28 am, a 35 ml monoject¿ syringe was installed and an infusion of hydromorphone pca 30 mg/30 ml pca only was started with the following parameters, pca dose=0.2 mg, lockout interval=10 min, max limit=10 mg/4h, with a loading dose=0.5 mg. From 10:33 am-12:05 pm, dose requests were successfully delivered. The primary vi was listed as 1.3 ml. At 1:10 pm, the system was powered off. At 2:28 pm, the system was powered on and powered off one minute later. At 2:35 pm, the system was powered on, the profile was changed (to .med/surg), and a new hydromorphone pca 30 mg/30 ml infusion was programmed with a pca dose=0.5 mg. From 2:41 pm-8:16 pm, dose requests were successfully delivered. The primary vi was listed as 6 ml. At 8:37 pm, the pca dose was changed to 0.2 mg. The root cause of the over infusion was user programming. No device was returned for this investigation.